Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that it sounds like the motor was straining more than normal to wind up to the canister and to prime the line with insulin. Customer stated that they also noticed an increase in blood glucose test request. Customer reported and increase in sound when priming process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.